Event description:
A user facility reported that backflow was observed during a pt's chemotherapy treatment with an electromechanical ambulatory infusion pump. The observed symptom (backflow) suggests a malfunction associated with under delivery. There was no pt injury.